Event description:
It was reported the patient underwent a right total hip arthroplasty. Subsequently, 3 months post op, the patient experienced pain due to chronic hip abductor tendinitis. The patient was treated with injection to the hip. It was reported the patient's pain was alleviated with the injection to the hip and the patient's outcome is reported as resolved. No additional information is available.

Manufacturer narrative:
D6a: unknown date in 2021. D10: alteon ha collared stem size: 6, alteon cup, cluster-hole 54mm, alteon neutral liner,, biolox delta femoral head, 12/14 taper 36mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.